Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an electrical shock could not be confirmed through this investigation. Additionally, a direct correlation between the reported event and heartmate 3, could be conclusively determined during this investigation and no device related issues were recorded. Review of the submitted log file did not reveal any device malfunction, but a no external power alarm was recorded due to both power cables being disconnected at the same time. It was reported that the patient felt an electrical current from the pump. The patient remains ongoing on vad support. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The hm3 patient handbook provides information regarding system controller alarms and the proper actions associated with them. The powering the system section provides information and using and exchanging power sources. Multiple sections of the patient handbook warn that at least one system controller power cable must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 months 28 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient feels the electrical current from the pump. Additional information was requested but not provided.